Manufacturer narrative:
One picture was received for evaluation and no samples were received for testing. No discrepancies were observed in the picture that was received. No fault was found with the device as no samples were received for evaluation. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: pm-366 rev.106 ay, extension sets with filter; qp 67-7045 rev.106 deltec extension sets; md01-003 rev.101 visual inspection. Production performs 100% visual inspection to assure that the parts shall not be damaged including scratches) or distorted/warped. Quality takes 15 samples every two (2) hours before the material is packed to ensure that the parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Based on the analysis conducted in the sample provided, the failure couldn't be reproduced, therefore according with the pfmea the occurrence for this failure condition could be caused by: leakage; incorrect application of solvent - tubing not turned back and forth while being held in solvent pot. For this occurrence the mitigation to detect this are: sampled leakage testing, delivery accuracy testing (4 parts at shift start up, the end of every shift, the beginning of every job, and the end of every job). All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. No corrective actions are required since the complaint was not confirmed

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop per email: 4 x cassettes were used with 4 cadd vips. They were programmed to deliver 250mls over 24hrs, intermittent 125mls every 12 hrs. At the end of each infusion the pump said 250 mls were delivered but there were residuals of 20mls,30 mls, 50mls and 80mls in the cassettes. These were test infusions, not attached to patients. Additional information received by smiths medical on 01-jul-2020, attached in complaint object. Customer investigated two pumps, one with cadd extension set and the other without. The remaining volume determined by weighing the cassette prior and after the infusion. They identified there was a big difference in the pump performance when used with cadd extension set.